Event description:
Pt was admitted to an outside hosp with complaints of rib pain and found to have pna, uti and peritonitis. Pt passed away on (B)(6) 2019. Pt was admitted to an outside hosp with symptoms including rib pain. The pt was found to have pna, uti and peritonitis. Details of her hospitalization are not available at this time. The pt passed away on (B)(6) 2019. Pt's home peritoneal dialysis cycler had recently been exchanged to the fresenius liberty model. It is unk as to what if any the switch to the new machine contributed to her death. Infectious disease has reported a spike in peritoneal cases following the change over to the fresenius liberty cycler starting in late (B)(6) 2019.